Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the heavily tortuous left circumflex (lcx) coronary artery. The 2.75x23 mm xience sierra stent delivery system (sds) was attempted to be delivered to the lcx but the sds was stuck between the left main coronary and the lcx and could not be advanced any further. Reportedly, a non-abbott stent had previously been implanted in the left main coronary artery. The xience sierra sds was removed and it was noted that there were 2 stents on the balloon. It was concluded that the xience sierra stent did not dislodge, but the implanted stent from the left main artery came out with the xience sierra sds. There was no resistance reported. A new xience sierra stent was implanted to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported failure to advance and device damaged by another could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the previously implanted stent causing the reported failure to advance and subsequent device damaged by another (previously implanted stent removed). There is no indication of a product quality issue with respect to manufacture, design or labeling.na.